Event description:
A hospital in (B)(4) reported that the chamber temperature probe became dislodged from an rt235 breathing circuit which was being used on an infant. The hospital further reported that this occurred ten minutes after completion of a surgical operation during which the infant was undergoing ECMO (extracorporeal membrane oxygenation) treatment. The hospital reported that the infant arrested twice and had received external cardiac massage and manual ventilation. The current status of the infant is unknown.

Manufacturer narrative:
(B)(4). Method: the hospital had informed us that they had discarded the complaint breathing circuit and that they could not identify which temperature probe had been used during the alleged incident. However, on 17 august 2010 we received the complaint breathing circuit and probe and have conducted a visual examination and performance testing. A fisher & paykel healthcare representative visited the hospital in order to gain an understanding of what happened. It must be noted that this incident was only reported to us two weeks after the fact and this made it difficult to obtain information. We have been unable to confirm the current status of the infant. Results: the returned breathing circuit and probe appeared normal, with no physical damage noted. For the performance testing an rt125 test breathing circuit and 900mr869 test temperature/flow probe were used. It was possible to insert the test temperature probe fully into the elbow probe port of the returned rt235 inspiratory limb. The connection was tight and the probe was not falling out of the probe port. It was also possible to insert the returned temperature probe fully into the elbow probe port of the test breathing circuit. Again, the connection was tight and the probe was not falling out of the probe port. Finally, it was possible to insert the returned temperature probe fully into the elbow probe port of the returned rt235 inspiratory limb. The connection was tight and the probe was not falling out of the probe port. A lot check revealed no other complaints for the lot numbers provided for both breathing circuit and probe. Conclusion: we could not find any fault with either the breathing circuit or the probe. Our user instructions which accompany the rt235 breathing circuit state the following: "check all connections are tight before use"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". In addition, the instructions provided with our temperature probes illustrate how to insert the probe and to ensure that the probe has been fully inserted into the port. The user instructions also state the following: "check that all connections, caps and/or plugs are tight before use". Our fisher & paykel healthcare representative visited this hospital in june and again in october this year after the incident occurred to conduct training with nursing staff regarding the use of our products. He is returning to the hospital on the 23rd and 25th of november to conduct further training and ensure staff are proficient in the use of our products.

Manufacturer narrative:
(B)(4). Method: the hospital has informed us that they have discarded the complaint breathing circuit. Our investigation is therefore based on our knowledge of the product and the information we have managed to obtain. A fisher & paykel healthcare representative has visited the hospital in order to gain an understanding of what happened. The hospital has noted that the circuit was thrown away and that they could not identify which temperature probe had been used during the alleged incident. It must be noted that this incident was only reported to us two weeks after the fact and this made it difficult to obtain information. We have been unable to confirm the current status of the infant. Results: without the return of the device we are unable to confirm the reported fault or determine the root cause of the event. When properly inserted the probe forms a tight fit in the port, is not easy to remove and should not become detached. A lot check could not be performed as no lot number was provided. Conclusion: our user instructions which accompany the rt235 breathing circuit state the following: "check all connections are tight before use"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". In addition, the instructions provided with our temperature probes illustrate how to insert the probe and to ensure that the probe has been fully inserted into the port. The user instructions also state the following: "check that all connections, caps and/or plugs are tight before use". Our fisher & paykel healthcare representative had visited this hospital in june this year to conduct training with nursing staff regarding the use of our products. He will be returning to the hospital next week to conduct further training and ensure staff are proficient in the use of our products. Discarded by hospital.

Event description:
A hospital in (B)(6) reported that the chamber temperature probe became dislodged from an rt235 breathing circuit which was being used on an infant. The hospital further reported that this occurred ten minutes after completion of a surgical operation during which the infant was undergoing ECMO (extracorporeal membrane oxygenation) treatment. The hospital reported that the infant arrested twice and had received external cardiac massage and manual ventilation. The current status of the infant is unknown.